Manufacturer narrative:
The reported complaint of a suspected solex 7 catheter (lot #181178) leak because of a 500ml saline bag was noticed empty was confirmed during the functional pressure leak test. A pinhole leak was observed at the middle of the serpentine balloon. The probable root cause for the reported complaint could be due to a latent material defect. Upon visual inspection, no physical damage was observed. During functional testing, all lumens were flushed without resistance. The catheter was connected to a pressurized inflation device. Immediately upon pressurizing the catheter, a pinhole leak was observed at the middle of the serpentine balloon. It is unlikely that the defective catheter was shipped. During manufacturing all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint and there was no previous history of complaint reported for the quattro catheter with lot # 181178.

Event description:
At day 3 of the ivtm therapy, customer noticed the 500ml saline bag was empty and the thermogard ivtm system generated an "air trap" warning alarm. No fluid observed on the thermogard console or the floor. Approximately 250ml of saline infused in the patient. The solex 7 catheter (lot #181178) and saline bag were replaced, and treatment continued with the same thermogard ivtm system. After 24 hours later, the customer noticed blood-tinge inside the saline bag. The customer suspected the second solex 7 catheter (lot #181128) was leaking and it was replaced. Patient treatment continued with the same thermogard ivtm system. The insertion of the solex 7 catheters were smooth in the patient's right internal jugular vein by an experienced physician. Catheter dwell time was about 72 hours. No consequences or impact to the patient. Please see the following related MFR report: 3010617000-2023-00234 for the second solex 7 catheter (lot #181178).